Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that a patient's pump had been empty for approximately 2 weeks. The doctor was inquiring about dosing recommendations and clarification on bridge bolus duration times. The doctor refused to disclose any other information; he "stated the system was working properly." The patient's identifying information and all other information about the event was not reported. No patient symptoms were reported. There were no known factors which may have led or contributed to the issue. It was unknown if the issue was resolved. No further complications were reported.